Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On an unknown date in (B)(6) 2020, this patient underwent an endovascular procedure for the left common iliac artery to treat peripheral arterial disease using gore® viabahn® vbx balloon expandable endoprosthesis. On an unknown date in (B)(6) 2021 (around the end of the month), the patient complained of intermittent claudication. Device occlusion was suspected. On (B)(6) 2021, re-intervention was performed. Device compression of the proximal 1cm with thrombus occlusion was confirmed. As a treatment, express ld stents were implanted in both right and left sides of the patient and a epic stent was implanted into the left external iliac artery. The patient tolerated the procedure. It was reported the occlusion was occurred due to the device compression, but the cause of the device compression by external pressure was unknown. The patient's back is not bent.